Event description:
Medtronic received information that during the implant of this bioprosthetic valve, implanted as a full root, the surgeon noticed a tear under the right/non-commissure after seating the valve. The surgeon decided to repair the tear with a 5.0 prolene using a piece of native pericardium. Echocardiogram revealed satisfactory results and there were no adverse patient effects reported. The valve remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was repaired during the implant procedure and remains implanted; therefore, no product was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation; however, based on the provided information and device history review, it was concluded that use error was the likely cause of the event. There are no trends on this issue. (B)(6). (B)(4).